Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign body in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could determine what the foreign material was as cellulose from fibers of gauze. There was no damage to the area where the foreign material was detected. However, it is likely that the material remained inside the device was caused since the lint from gauze used in a reprocessing accidentally entered inside the air/water channel for some cause, and got caught in the distal nozzle, causing a clogging. The event can be detected/prevented by following the instructions for use which state:¿ gif-1200n, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.